Event description:
During patient treatment, the circuit breaker (on/off switch) on the 3100b tripped off when the power setting was increased to 10 (full power), and a hot or burning smell was noted. The patient was placed on another 3100b without compromise.